Manufacturer narrative:
Not released from the site.

Event description:
The subject underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2014. The aortic body graft was placed distal to the intended seal zone in a location where the aortic diameter was larger than planned, which resulted in a type ia endoleak. A palmaz stent was implanted in the seal zone using a non-compliant balloon that was larger than the aortic vessel diameter. Following balloon dilatation of the palmaz stent, it was noted that the palmaz stent was damaged and the aorta was perforated proximal to the renal arteries. The patient was converted to open surgery and expired two hours following the conversion; the patient was not a candidate for surgery.